Event description:
It was reported that there was a shocking or jolting sensation. The caller noted that their therapy was not working as expected. The patient called the hcp and left a voicemail for the manufacturer representative and noted that they were about to ¿call someone to get this thing out of [the patient¿s] back.¿ it was noted that when the patient was standing, walking or sitting the stimulation was fine. However, when the patient was lying down it went ¿from a 2 to a ten¿ from waist and both legs. The patient stated, ¿this thing scared the living crap out of [the patient].¿ it was noted that when the patient laid on their right side it was not ¿too back¿ but when they laid on the left side it scared the patient. The patient noted when the laid on their back and raised their head or neck off the pillow it felt ¿off.¿ the patient noted that it felt like ¿wires were broken or something.¿ the patient noted that in the last ¿couple of days, about a week¿ prior to report the patient had seen the manufacturer representative or healthcare professional (hcp) for ¿first adjusted.¿ the patient had group c but group a was added. The patient had three programs on group a. Program one was for the left hip at 0.70v. Program 2 was for the middle of their back at 0.90v program three was at 1.70v and when the patient laid down ¿it felt like 10v.¿ the patient was not seeing adaptive stimulation programmed on. It was noted that group c had no adaptive stimulation. The patient noted that when they were not able to turn adaptive stimulation on they did not see the adaptive stimulation icon when they pressed the navigator key. The patient stated that they knew how to turn stimulation down when they laid down. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).